Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Incidents where the sensor retirement due to degradation of metric of sensor performance (msp) indicator with error code ec1, occurs after day 80, a sensor product investigation is not required as per the survival expectations study for eversense xl sensors based on clinical performance. A sensor replacement was approved to the customer as part of resolution.

Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on (B)(6) 2023. No adverse events were associated with this complaint.